Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information indicates a malfunction. Should additional information be received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Limited information was received that indicated a product fractured during a procedure. It is not known if there was a serious injury caused by this event.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information has been requested, but not yet received. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
During a procedure, a suture retriever fractured while attempting to tie the suture knot. Another suture retriever was available to complete the procedure. No patient injury or delay in the procedure was reported as a result of the event.